Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned treatment procedure. The patient was under anesthesia at the time of the event and had to be brought out. The procedure was aborted and scheduled for a different time. A philips field service engineer (fse) contacted the user and confirmed the issue. Troubleshooting determined that the user had accidentally pressed the emergency power off (epo) button, which killed all power to the uninterruptible power source (ups) and the system. The system was rebooted from the epo breaker and multiple system restarts were performed. It was later noted that the user had repeatedly inadvertently pressed the epo button and the system's ups needed to be reset. The system's hard drive was also replaced as a preventative measure to ensure that the system's pc could still be bootable. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray went down. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.